Manufacturer narrative:
The pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. The device was received with missing end cap sticker. The pump was received with minor scratches on lcd window. The pump was received with cracked case at display window corners, and with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had missing dome label sticker, and cracks around the display window. No further information provided.